Event description:
It was reported that after a thunderstorm the patient had no stimulation. The implantable neurostimulator was replaced. The patient experienced a return of stimulation after battery replacement.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.